Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they thought that the first wire in their back had to be changed because they had been having back pain. Patient stated that they spoke to healthcare provider yesterday and healthcare provider said that it had been nine years since the first lead was implanted and that it should be changed. Agent asked the patient when they first noticed the return of back pain and patient stated that it was not too long ago, like maybe a month ago. Patient said that they were walking and they were having hip pain so they noticed that the pain could be higher and that they felt like the lead must have inflamed the pain. Patient confirmed that the healthcare provider believed that the lead wire may be faulty.  The patient was redirected to their healthcare provider to further address the issue. Agent advised the patient to meet with a medtronic representative to look over the implantable system to see if taking the lead wire out was necessary. Patient noted that they had an appointment with their healthcare provider on october 2nd.

Manufacturer narrative:
G2: the country of origin is ireland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.